Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01493.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01493. It was reported during the patient's ((B)(6)) dbs system implant surgery, high impedances were observed. Troubleshooting indicated the issue was with the extensions (2). The physician replaced the extensions and the impedance issue was resolved. The procedure was extended for approximately four hours.